Event description:
It was reported that the nc trek balloon catheter was used for treatment of the right coronary artery. The balloon catheter was used for pre-dilatation of the lesion and was inflated to 8-9 atmospheres; however, could not be deflated. An attempt was made to re-inflate and deflate for a better rewrap; however, the balloon would not deflate and could not be retracted. The patient underwent a surgical procedure for removal of the device. The patient expired approximately 1 week post surgical procedure. The cause of death and the date of death is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). A conclusive cause for the reported patient effects of renal failure, hearth failure, respiratory failure and death, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It should be noted that death is listed in the instructions for use (IFU), in the adverse effects section. Although a conclusive cause for the reported patient death, and the relationship to the product, if any, cannot be determined and a conclusive cause for the reported deflation issue cannot be determined, the reported difficulty to remove, surgical procedure and hospitalization appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the patient had undergone 2 previous coronary artery bypass surgeries. Additionally, kidney, heart and lung failure occurred contributing to the patient death.